Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. Details of surgery: primary stability not achieved, sinus augmentation and ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and inflammation. No further patient complications were reported.